Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included an unopened foil pouch, hemostasis sheath, arteriotomy locator, and header bag. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A correction action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr - 0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA see the CAPA document.

Event description:
The user facility reported that at the conclusion of a femoral access neuro intervention procedure, the tech was preparing an angio-seal on the back table. After properly assembling the arteriotomy locator and the sheath, the tech wiped the sheath with a damp gauze and the shaft of the sheath separated. The device was never used on the patient, only on the back table. The team then opened and successfully deployed an additional angio-seal device. The procedure was completed successfully, and there were no adverse events. The hospital does not release patient identifying information.